Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, including arterial hypertension, diabetes mellitus, coronary artery disease, atrial fibrillation, permanent pacemaker, stroke, peripheral artery disease, and heart failure. Some of the complications reported were device related to a thrombus, embolization requiring surgical intervention, preprocedural stroke, leak grade 3-4, pericardial effusion requiring pericardiocentesis, thromboembolic event; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis. H6 medical device problem code: code 2993 removed.

Event description:
The article, 'impact of computational modeling on transcatheter left atrial appendage closure efficiency and outcomes', was reviewed. This article is a prospective multicenter study experience that aims assess whether use of preprocedural computational modeling impacts procedural efficiency and outcomes of transcatheter laa closure. Amplatzer amulet was associated with this study. The article concluded that the predict-laa trial demonstrates the possible added value of artificial intelligence¿enabled, CT-based computational modeling when planning for transcatheter laa closure, leading to improved procedural efficiency and a trend toward better procedural outcomes. [The primary author is ole de backer, md, phd, the heart center-rigshospitalet, inge lehmannsvej 7, 2100 copenhagen, denmark. E-mail: ole.debacker@gmail.com]. A total of 197 received a amplatzer amulet from 2020 to 2022. The mean age was 77 years old and the majority of patients were male. Comorbidities included arterial hypertension, diabetes mellitus, coronary artery disease, atrial fibrillation, permanent pacemaker, stroke, peripheral artery disease, and heart failure. Complications : device related thrombus, embolization requiring surgical intervention, preprocedural stroke, leak grade 3-4, pericardial effusion requiring pericardiocentesis, thromboembolic event.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: impact of computational modeling on transcatheter laa closure.